Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and motor error with their insulin pump. The customer's blood glucose level at the time of incident was 357 mg/dl. The customer states their levels had been as high as 412mg/dl. The customer treated the high with humalog pen. The customer was assisted with troubleshoot. The device was found to have passed the self-test and high pressure test. The customer had changed out their infusion set and motor error troubleshoot was unable to be conducted.